Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced hyperglycemia after an infusion set and cartridge change, with a fingerstick glucose of 426 mg/dl; the user noted no moisture or leaking at the site, performed a full supply change using an inset and prefilled cartridge, and reported no issues observed with cannula or tubing upon removal. Symptoms included high blood glucose without reported accompanying symptoms. Outcomes included self-management at home without escalation of care. Investigation included troubleshooting and education with review of supplies and site, and completion of a blood glucose questionnaire. Investigation of this case revealed no device or component anomalies identified during supply change, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.